Event description:
It was reported that, during bone pin removal in a cori assisted tka surgery, one ri bone pins 4 mm x 152 mm bent while removing it from the patient. The pin was still in one piece and did not broke off. This event did not affected the case nor was there any damage to the patient. No delay was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the ri bone pins 4 mm x 152 mm qty: 2, part number rob10011, lot number (10) 000015515, used for treatment were not returned for evaluation. A relationship between the reported event and the devices could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the devices met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling during insertion or removal. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.